Event description:
The customer reported that erroneous total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an atellica im 1300 analyzer. The customer indicated that the system was resulting positive, but samples were negative on repeat on second system. The erroneous results were reported to the physician(s). The samples were reprocessed on an alternate instrument and obtained correct results. It is unknown which instrument was used for repeat testing. It is unknown if the correct results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous total human chorionic gonadotropin (hcg) results were obtained on two patient samples on a atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse found that the tubing was disconnected for wash station 1 (ws1) in, air in lines to all wash pumps, repaired tubing, performed dry to wet prime cycle, ran autocheck, performed im daily maintenance and quality control (qc), which recovered acceptably. The cause of the event is unknown. The normal troubleshooting actions taken care by the cse resolve the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00143 on 04-jun-2025. Additional information (06-jun-2025): siemens further evaluated the event and concluded that the issue was consistent with air getting into fluidic lines, less wash will be dispensed into the cuvettes, and performing incomplete washes, which potentially cause the reactive results. Section b6 was updated to reflect the additional patient information. The investigation conclusions code in the h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.